Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leaking noted under the white cap of the prolongator at the level of the rigid plastic part. Attempted to screw back the white tip of the extension connected to the PICC line's anti-reflux valve, to no avail, as the extension was screwed on tightly. Dressed in sterile garments, I started to unscrew the extension, without forcing it. The extension stayed in my hands and I noticed that the part connected to the PICC line had not been screwed on. No other information was provided. It was reported this occurred with four devices. This report addresses the second device.